Event description:
It was reported prior to using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg the user noted contamination within the tubes and gel, the number of affected tubes was unspecified. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 19-aug-2024. Investigation summary: bd received 23 samples from lot 3317905 and 2 samples from lot 3348616 and 5 photos for investigation. Visual examination of the samples and photos was performed and revealed foreign matter (fm) in the gel of the tube. There are brown particles in the gel of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg the user noted contamination within the tubes and gel, the number of affected tubes was unspecified. No health impact or consequence reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3317905. D4. Medical device expiration date: 30-nov-2024. H4. Device manufacture date: 13-nov-2023. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. Visual examination of the photos was performed and revealed fm in the gel of the tube. There are brown particles in the gel of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, foreign matter (fm). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.